Manufacturer narrative:
B1, b2, b5, h1, and h6 revised based on the failure mode that inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Product damage-any device-(crack): the root cause of the crack in the introducer was most likely use related owing to the clamping of the introducer based on the provided clinical details. Access site adverse event (major bleed): the root cause of the access site bleed was most likely use related owing to the clamping of the introducer which likely allowed the blood to escape from the side of the sheath based on the provided clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 55-year-old male patient presenting with cardiomyopathy, scai shock stage d, with a history of renal insufficiency. During priming of the purge cassette, tubing between the cassette and purge disk began leaking at the connection point, with moderate visible fluid noted. A low purge-pressure alarm occurred and did not resolve. Purge flow was reported as greater than 30 ml/hr. A new purge cassette was placed without further issue. Separately, during surgical placement of the 23 fr introducer into the graft, the surgeon noted significant blood leakage that appeared to originate from cracks in the introducer. Attempts to secure the introducer with black ties were unsuccessful. The sheath was removed and replaced using a new axillary insertion kit. The faulty introducer, purge cassette, and tubing were retained. The patient remains on impella support. The reported major bleed requiring device revision or replacement is consistent with access-site complications and may be influenced by procedural factors and the patient¿s underlying critical condition.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Omitted codes f26 and e2403.

Event description:
The user facility reported a 55-year-old male on an impella 5.5 due to cardiomyopathy. During support, surgeon placed 23fr introducer into graft. When the clamp was removed, there was a significant amount of blood leaking possibly through cracks in the introducer. An attempt to tie a black tie twice around the introducer and graft and was unsuccessful. It appeared the blood was coming through the side of the sheath. As a result, the sheath was removed and a new axillary insertion kit used. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.